Event description:
Complainant alleged that the clinicians were attempting to perform a synchronized cardioversion on a pt (age unknown), using internal electrodes with the device but the device failed to discharge the energy. The clinicians then obtained another set of internal electrodes and successfully cardioverted the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The complainant indicated that the internal handles and electrodes passed testing prior to and after the attempted pt use.